Manufacturer narrative:
The customer reported that twenty (20) pcu front cases needs to be replaced due to failure to turn on and keypad failure was confirmed. External and internal inspection was performed. During external inspection, the keypads were observed to be in good condition with no irregularities observed. During internal inspection, the keypads were found with signs of fluid ingress where the flex cables meets the circuit layers. Cracks under magnification were also found on the traces of the circuit layer for three of the twenty returned keypads including one severely damaged flex cable. Testing performed on the returned keypads found all of the keys for eighteen of the twenty keypads were functioning as intended with the exception of the on keys on the keypads were not functioning. The remaining two keypads found various keys that were not functioning. The ac indicator lights did not illuminate on nine of the returned keypads. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 06/29/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/04/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only the front case w/ keypad assembly was returned

Event description:
It was reported the twenty (20) pcu front case is being replaced due to failure to turn on due to keypads failure. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported the twenty (20) pcu front case is being replaced due to failure to turn on due to keypad failure. The customer confirmed that there was no patient involvement.